Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, patient was admitted to emergency room with severe abdominal pain. The patient underwent emergency laparotomy for possible volvulus. It was noticed that the peg tube was about 2 inches short on the outside. Report stated that the peg tube with the internal retention plate had passed through the pylorus and the peristalsis had gathered the bowel over the internal retention plate. The tubing was milked out the bowel, and the peg-j tube was cut off and removed via mouth. The cause of dislocation of the internal retention plate is unknown. It was reported that the external retention plate may not have been secured adequately. The patient has recovered from the surgery.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received indicates that the peg-j tube has been removed due to intussusception secondary to a bezoar on (B)(6) 2018. According to the nurse, food had caught around the tube and pulled it down. Though requested, no additional information was received clarifying where on the tubing system was the food got caught.